Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. The instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope" describes the methods for inspection on the suggested event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the adhesive on the bending section cover (a-rubber) had a chip, the angulation lever was deformed, the a-rubber had a scratch, the protector of the universal cord on the control section side had a scratch, the indication on the light guide connector was not correct, the video connector had a scratch, the video connector was deformed and the universal cord had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the adhesive of the bending section of the videoscope was chipped or peeling off. Upon inspection of the customer¿s returned device it was observed, the adhesive around the objective lens was peeled. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.